Event description:
Upon removal of a cypher stent from the guide catheter a kink was noticed in the hypo-tubing of the catheter. Upon final removal of the catheter from the guide the hypo-tubing broke as the catheter was being straightened. The product will be returned for analysis. The additional information received indicates that the target lesion was the mid right coronary artery (rca). The lesion was not calcified and was atheromous. The vessel was slightly tortuous. The target lesion was satisfactorily stented. The procedure was completed in time. The patient was discharged the following day without any complications. There were no abnormalities noted during the initial prep of the product. The catheter was normal in appearance as it came from the packaging and there was no torquing of the catheter.